Event description:
In 2007, the pt was treated with the gore tag thoracic endoprosthesis. The pt was not a candidate for open surgery and had a very fragile aorta. Post operative imaging showed placement and seal of the device to be excellent. Subsequent to treatment, the aneurysm ruptured and the pt expired on may 25, 2007. Devices were explanted and an autopsy conducted three days later, the official cause of death was stated as ruptured thoracic aneurysm.

Manufacturer narrative:
The device was explanted, but is still in the possession of the hospital. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.